Event description:
It was reported that this chronic atrial lead has developed high threshold and loss of capture. The p-waves were low and were reported to be reduced. The lead remains in use, but a lead procedure is scheduled. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.